Event description:
Medtronic received information that during use after patient transfer the 550 bioconsole when connected to ac power, the flow was displayed at 5-6 l/min and the external drive motor speed was approximately 4530 revolutions per minute (rpm¿s). After fifteen minutes the flow display went to 0 and the external drive motor rpm¿s remained the same. The perfusionist used the emergency handcrank to turn the pump manually until the bio-console, flow meter and external drive motor was changed out with a backup. There was no resulting adverse patient effect. The instrument has been returned to u.s. Service depot for analysis.

Manufacturer narrative:
The product has been received in medtronic's u.s. Service depot for analysis. Analysis and investigation are planned, but have not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Functional testing in the u.s. Medtronic (B)(4) service depot was unable to duplicate the reported event. The performance of the 550 bioconsole was verified to pass all specifications. The investigation was unable to identify the cause for the reported event. (B)(4).

Event description:
Medtronic received information that during use after patient transfer the 550 bioconsole when connected to ac power, the flow was displayed at 5-6 l/min and the external drive motor speed was approximately 4530 revolutions per minute (rpm's). After fifteen minutes the flow display went to 0 and the external drive motor rpm's remained the same. The perfusionist used the emergency handcrank to turn the pump manually. The bio-console, flow meter and external drive motor was changed out with a backup and there was no resulting adverse patient effect. The mdt service representative visual check of the instrument and accessories found that the sheath of the external drive motor cable was damaged at the connector level and the rpm control knob on the bioconsole was shifted so the 0 level is at the 2000 rpm level but the rpm display is accurate. The battery level indicated 100%. The products will be returned to us service depot for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.